Manufacturer narrative:
The reported event of could not remove the ventricular lead from the header and the lead was pulled apart in the attempts was confirmed. Analysis revealed this device has the original scalable brady pacemaker (sbp) header design, which is known to have lead insertion and removal difficulties. This caused the v-lead to be stuck in the header, high abnormal force needed to remove leads from the connectors of the original sbp header design. Actions have already been taken to prevent reoccurrence. A header re-design has been implemented to correct this issue.

Event description:
Related manufacturer reference number: 2017865-2025-17254. It was reported that the patient presented to the hospital for a scheduled generator changeout procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to be removed from the pacemaker header. The rv lead was capped and replaced while the pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.